Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to kinked tubing between the pump and reservoir, which caused the bulb to remain compressed. Upon revision, the tubing was extended, and the device functioned normally. The reservoir was replaced, and the system was tested successfully. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 21: ((B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The flat reservoir kink resistant tubing (krt) was microscopically inspected and leak testing and it was found that it was cut with sharp instrument, however the flat reservoir passed leakage test. Based on the information available and analysis results, the cause that contributed to the reported event cannot be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to kinked tubing between the pump and reservoir, which caused the bulb to remain compressed. Upon revision, the tubing was extended, and the device functioned normally. The reservoir was replaced, and the system was tested successfully. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 21: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.